Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the failure of auxiliary cabinet legacy half-height cubie drawer 3-2 to recognize when it was closed. A field service engineer was unable to replicate the problem during application or diagnostics. They checked and reseated connections, ran diagnostics several times, and consistently observed the open/closed status and position. The latch components were working properly, and they replaced cracked front panels and damaged or missing "dog bone" drawer slide bumpers to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the pyxis medstation es system auxiliary drawer 3.2 fails to recognize when it was closed. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.